Event description:
It was reported that the customer had a button error alarm. Buttons were not pressed for more than 3 minutes during the night. Customer's blood glucose level was 6 mmol/l. Customer stated that the buttons do not respond and alarm cannot be cleared. Customer changed the battery but the issue was not solved. Insulin pump will need to be replaced. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.